Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01200.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to dvt (deep vein thrombosis)/ pe (pulmonary embolism), polytrauma-mva (motor vehicle accident), and immobility. Patient is alleging migration (tip at level of superior endplate of l3), tilt, vena cava perforation, inability to retrieve the device, and organ perforation (mesenteric). The patient is further alleging anxiety/worry, mental anguish, and stress. The patient also reported that an unsuccessful retrieval attempt occurred on or around 2011 or 2012. Per a report from xray, "ivc filter l1-l2." Per a report from xray, "vena caval filter is on the right with the tip at the level of the superior endplate of l3." Per a report from CT (computed tomography), "the ivc filter is identified within the infrarenal inferior vena cava. Several of its legs appear to extend beyond the margins of the inferior vena cava. Portions of several of the legs appear to be adjacent to the transverse portion of the duodenum but did not appear to have punctured the duodenum. The cephalad tip of the filter points anteriorly and lies against the anterior wall of the inferior vena cava. It is difficult to be certain if the cephalad tip lies outside of the inferior vena cava, but [the physician's] guess would be that it does not."

Event description:
It is alleged that he patient received a cook celect filter on (B)(6) 2011. The patient alleges to have been injured without further explanation.